Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees, that the report constitutes an admission that the product, abiomed inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 67-year-old male was with known heart failure was admitted for an acute decompensation. An impella cp and impella rp flex were placed in the same session. The patient was transferred to the intensive care unit, where red urine was noted and analyzed as hematuria, not hemolysis. After coughing, the groin access began to ooze and required manual compression. After 5 days of support, the impella rp flex could be weaned. At the time of attempted explant, significant resistance was met as the motor appeared to approach the venotomy. Bedside surgical vasectomy failed due to patient anatomy, so the procedure was abandoned and the patient scheduled for operative removal of the device. After an off-label prolonged use of 7 days, the impella cp was also removed successfully.

Manufacturer narrative:
Difficult/unable to remove through other device: the cause of difficult/ unable to remove through other device cannot be determined since insufficient clinical details were provided.